Event description:
Based on the device received on 09/25/2025, no breakages, cracks or fractures were observed on the device. No additional information has been received from provider.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. No breakages, cracks or fractures were observed on the device. Root cause: the root cause could not be determined as no breakages were observed on the device and the anchors were intact. Correction: d9, h6 (a, g, b, c, d). Additional information: d4 (mod # and catal #). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device has not been returned for analysis. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that a xtra-silent nite slide-link sleep appliance had a broken anchor. No further information was reported.